Manufacturer narrative:
The primary console is not a single use device. Approximate age of the device is 6 years and 11 months (calculated from the manufacture date of the primary console). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support on (B)(6) 2017. It was reported that on (B)(6) 2017, the primary console did not display the flow properly. The pump speed was no longer displayed, and it was reported that the pump stopped. The pump was changed to the backup console, and pump function resumed. The patient did not experience any adverse events during the pump stoppage. The patient ultimately expired on (B)(6) 2017 due to a hypovolemic shock. It was reported that the patient's outcome was not associated with the event. No additional information was provided.

Manufacturer narrative:
Device evaluation: the returned primary console was connected to the returned motor and adult flow probe and the system was connected to a test loop. The system was powered on and operated as intended for an extended period of time without any issues. Despite manipulation of the motor cable, the system continued to operate without issue. However, when the flow-probe connector was manipulated, the primary console exhibited an audible alarm with a message showing ¿flow signal fail¿ and the displayed flow value disappeared. Within a few seconds, the display screen became dark and only the green mains power light continued to flash as intended. Although the primary console did not respond to commands or display any operating data, the primary console continued to operate the motor and alarm audibly, consistent with the reported event. The primary console resumed operating as intended after the device was power cycled. Further investigation revealed that the female flow-probe connector on the main printed circuit board of the primary console had been worn-out and would have resulted in a loose contact between the flow probe and the primary console, which would in turn result in the reported event. The issue could not be reproduced again once the main printed circuit board was replaced and system operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.